Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb and system pcb assemblies. Physio-control determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u61 on the system pcb assembly that caused the device to lock up with a white screen on boot-up. No discrepancies were observed on the user interface pcb assembly.

Event description:
It was reported to physio-control that the customer's device had its service led on, had logged several event codes, and would not power on correctly. During device evaluation, physio-control observed that after powering on the device, a white screen would appear and the device would lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio-control replaced the system pcb and user interface pcb assemblies. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.